Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the nurse stated that on an unreported date in (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on an unreported date in (B)(6) 2011. Treatment included unspecified antibiotics. The cause of the bacterial peritonitis was unknown. On unreported dates in (B)(6) 2011, the patient was discharged from the hospital and had recovered. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated that the peritonitis with culture positive for staph aureus was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: gd882647 and gd881474. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number gd879924 which revealed voids noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.